Event description:
It was reported that in preparation for a percutaneous coronary intervention, shaft breakage was found. Upon opening the package of the 3.00x24mm taxus liberte drug-eluting stent delivery system, the physician found that the shaft was broken. The procedure was completed with a taxus liberte 2.75x24mm since there were no more taxus liberte 3.0x24 in the lab. No patient complications were reported. Patient status was reported as 'satisfactory.'

Manufacturer narrative:
Visual examination of the returned device found the hypotube was broken at approximately 40.1 centimeters distal to the strain relief. Microscopic examination of the balloon found no issues with the balloon material or the crimped stent. The hub was not returned with this device. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing record for this batch shows that the device met its material, assembly, and product specifications at the time of its release to distribution. The hub for this device was not returned; therefore, the manufacturing record for the manifold could not be reviewed. No root cause can be determined.